Event description:
During the implant procedure, while tunneling using the inspire tunneler, a branch of the anterior jugular vein was inadvertently nicked, resulting in bleeding. Surgeon identified the source, applied pressure, and used clips to achieve hemostasis. This resolved the issue.